Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise on both the shock and right ventricular (rv) channels, which was believed to be caused by electromagnetic interference (emi). The noise was oversensed on the rv channel. The patient is not ICD dependent; therefore, no pauses were seen. Technical services (ts) recommended further testing. This ICD system remains in service and there were no adverse patient effects reported.